Manufacturer narrative:
The technician found the head section was actually drifting down slowly. He isolated the issue to the hydraulic manifold.

Event description:
Info received indicates the bed has no head up function.